Event description:
Patient had continued pain and some infection post operatively performed by dr. (B)(6) - approx at the end of 2009. The patient was recently revised. The revision surgery of a two level mantis procedure - l4-s1. Result of procedure was open fusion was conducted with competitor implants. Relatively complicated according to dr. (B)(6) - due to the poor placement of the original screws and the significant amount of scar tissue.

Manufacturer narrative:
Method: complaint history review. Result: complaint history review - no failure of stryker products (oic and mantis) was reported. In addition, dr. (B)(6) believes pain for the pt following the original surgery was directly related to the soft tissue damage and resulting scar tissue and infection from the original surgery by dr. (B)(6). No complaint trend has been identified. Conclusion: initial surgery was performed the 1st (B)(6) 2009 by dr. (B)(6). Initial surgery was done by dr. (B)(6) at the end of 2009 using stryker products: one oic peek spacer 8 x 33 x 0deg - 11 mm, catalogue # 6733080, one oic peek spacer 11 x 33 x 0deg - 11 mm, catalogue # 6733110, two mantis cannulated polyaxial screw 6.5 x 45 mm, catalogue # 48285645, four mantis cannulated polyaxial screw 6.5 x 50 mm, catalogue # 48285650, two mantis straight rod 6.0 x 80 mm, catalogue # 48288080, six xia blocker, catalogue # 03756230...